Event description:
The customer reported that the zipper is not staying closed even when clipped the zipper migrates open until the clip engages. There was no pt injury reported.

Manufacturer narrative:
(B) (4) zipper not staying closed. Eval of the returned product shows that the window side a zipper slider body is open. (B) (4).